Event description:
According to the reporter, during a procedure, the needle popped off on the suture thread. To resolve the issue, a new device was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.